Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. Unable to perform functional check including rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, unexpected restart test, and all operating current test due to blank display. Insulin pump was received with minor scratched display window, cracked reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was dropped in the toilet. The screen did not have anything but moisture underneath. Customer's blood glucose level was 10.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.